Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified mid anterior tibial artery. The transition point of the ht command es wire 300cm (the joint between the stainless steel and nitinol) broke into 2 pieces during removal of trailblazer support catheter. There was no resistance felt between the support catheter and the guide wire during removal. The breakage occurred outside of the patient anatomy after the guide wire was completely removed from the patient. No additional information was provided.